Manufacturer narrative:
Correcting e1 -second contact person's information was inadvertently omitted from initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, correction to e1 of the initial medwatch, and additional information received from the customer. Updates were made in b5. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely while the user was handling the device, physical stress was applied to insertion section which led to damage of image sensor unit. Subsequently, no image occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. (Except bf-mp290f) 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.

Event description:
The event occurred during a diagnostic bronchoscopy with bronchoalveolar lavage (bal) procedure, and was completed using another bf-xp190 device without any delays. There was no patient harm or impact associated with the reported event.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had no image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of no image was confirmed. In addition to the no image findings, the additional evaluation findings are as follows: bending section cover was torn and not an olympus product, bending section cover glue was not an olympus product, and the insertion tube was not an olympus product. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.